Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had incorrect tidal volume. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had incorrect tidal volume. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower needs to be replaced to address the issue.